Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure.according to the complainant, the doctor put the resolution clip through the scope. He then tried to pull back the blue grip and sheath, but it was not possible to put the clip out of the sheath. The procedure was completed with another resolution clip device.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
(B)(6). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Upon investigation, it was noted that the sheath grip was detached from the over sheath, and that there was a kink near the handle. The clip assembly was located just inside the over sheath. Once the clip assembly was exposed, the control wire was actuated several times and deployed. It should also be noted that the device is well past its expiration date. As evident by the kink in the control wire, and the sheath grip being detached, the end-user may have exceeded the design limits of the device during use. The device was also used well past its expiration date. This investigation will be assigned the most probable root cause classification of user/use error. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure. According to the complainant, the doctor put the resolution clip through the scope. He then tried to pull back the blue grip and sheath, but it was not possible to put the clip out of the sheath. The procedure was completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.